Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres, the balloon rupured. The procedure was completed with a different device. No patient complications were reported.